Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: device thrombosis.additional text: inflow cannula.specific component(s) involved: other component malfunction, specify.additional text:other component: inflow cannula thrombus.causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): other interventions, specify.other intervention : explant, as ef recovered to 45%.implant device type: lvad.